Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance (pm), it was observed that device is getting an error code 1007 (post) vent-inop: machine and proximal pressure sensors failed message after a flow sensor assembly replacement due to a failed pm pvt testing that occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem and also observed error codes 1110-oxygen pressure sensor calibration data error, 1107-proximal pressure sensor calibration data error, 110e-air flow sensor calibration data error, 110f-oxygen flow sensor calibration data error, 1113-barometer calibration data error, 1106-machine pressure sensor calibration data error were also logged (communication issue/internal issue: software) but no issues found. The rse had customer remove the da to mc ribbon cable and perform visual inspection then reconnect verifying good connection on each board, no issues found. Vent inop 1007 persists. Advised to replace the da to mc ribbon cable and provided parts ID for the cable, data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) printed circuit board assembly (pcba). After further troubleshooting, the customer informed they replaced both the da pcba and the cable between the da pcba and the mc pcba and did not solve the issue; unit still has an active 1007 alarm. The rse advised to replace the da pcba and provided parts ID for repair. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The (fse) replaced the cpu pcba, pm pcba, mc pcba and swapped out da pcba to resolve the reported issue. The fse also had to place old air flow sensor since the one customer had replaced did not work properly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.